Event description:
It was reported that an asymptomatic patient presented remotely with atrial lead noise. The patient was involved in a motor vehicle accident and after which the atrial lead developed noise. The device inappropriately mode switched because of noise. No intervention was performed. Patient will continue to be followed normally.